Event description:
The pt was diagnosed with meningitis. The pt had meningeal signs and symptoms and a culture was obtained of the cerebrospinal fluid (symptoms and culture results not specified). The catheter and the pain stimulation device sys (see mfg report #) were explanted a day after diagnosis. The pt was treated with perioperative antibiotics. The infection resolved. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration sys indicates dilaudid. The pt did not experience drug withdrawal. The hcp reported the pt outcome as 'no injury'.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.